Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crack in the valve assessed as cracked valve seat diaphragm valve and partial delamination of the valve assessed as adhesive failure. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported "deflation/rupture". This record is for the left side. The device has been explanted.

Manufacturer narrative:
DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 3075743: - 1922986: use error. Device not returned to device analysis. - 2459777: e2402 - appropriate term / code not available. Device not returned to device analysis. - 2693939: a25 - no apparent adverse event, e2403 - no clinical signs, symptoms or conditions. Device not returned to device analysis. - (B)(4): a25 - no apparent adverse event, e2403 - no clinical signs, symptoms or conditions. Device not returned to device analysis. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 - fluid/blood leak.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation/rupture". This record is for the left side. Device remains implanted.